Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to chest pain and thinking that their device had fired. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on the current egm (electrogram) resulting in bi-v (bi ventricular) pacing every other beat. It was noted that there were no events and no shocks delivered. The rv lead remains in use. No further patient complications have been reported as a result of this event.